Event description:
It was reported that the customer transmitter does not blink when connected to the sensor of the insulin pump. The customer's blood glucose level wa unknown mg/dl. The customer was advised to replaced the sensor. The customer found bent sensor. The customer was advised that we will replaced supplies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.